Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the shaft had been kinked and almost separated into two pieces at the distal end of the device. Magnifying inspection of the kinked segment revealed that the core wire had been fractured completely, exposing itself at the fracture, but was not separated from each other due to a part of the urethane layer which had not been cut. Around the fracture, the urethane outer layer was found to have diminished toward the fracture with some portion having been whitened. Electron microscopic inspection of the fractures revealed the generation of some creases on the surfaces of the urethane layer. The lateral side of the exposed core wire was found to be flat. The urethane layer was removed for further electron microscopic inspection of the state of the fracture. On the fracture cross-section, a radial pattern which had been generated starting at one point on the surface was found. This is the indication of the development of the break starting at this point. On the lateral side of the fracture, there were no flaws which could have been a trigger of the fracture. The outside diameters of the core wire and the urethane layer (on the undamaged segment) were measured and confirmed to meet manufacturer specification. The kink resistance of the shaft was measured and confirmed meet manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect. This test was conducted on a current product sample and was subjected to a pulling force until it fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been flexed. The fracture was observed to be similar to that of the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the radifocus guidewire m device. Follow up communication with the user facility confirmed the following information: during the retrograde approach to an aneurysm in the lower vein, the actual sample combined with a long sheath (5fr. 70cm integral), the total length of the actual sample entered the patient's body; in an attempt to retrieve the actual sample, the customer pinched the actual sample with forceps, when the actual sample became kinked on the distal segment; the procedure was completed successfully; and it was reported the patient was not harmed.